Event description:
It was reported to philips that the device displayed a partial ECG lead and then displayed lines for all ECG lead channels during a patient event. There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4).